Manufacturer narrative:
This regulatory report is being submitted due to retrospective review through CAPA 624392. G2: this event occurred in japan, see e1-e3. H3, h6: the returned tracker was analyzed. No failures were found. Codes b01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system outside of procedure. It was reported the em blade and the instrument tracker were not recognized in the sterile field after the registration on the navigation system. The site suspected a disconnection, a new instrument was opened. There was no patient involvement.